Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter returned with two segments for evaluation. The first segments contain the hub and shaft, and the second segment contains the remaining segment of the catheter and balloon. No other anomalies were noted during the visual evaluation. No functional testing was performed due to the condition of the device and the nature of the complaint. As a result, because the use condition could not be replicated in the laboratory, the investigation for reported unable to cross the lesion remains inconclusive. However, the investigation was confirmed for the identified catheter detachment as the catheter was returned in two detached segments and returned for evaluation. A definitive root cause for the reported unable to cross lesion and identified catheter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 11/2023.

Event description:
It was reported that during an angioplasty procedure below the right knee via an ipsilateral approach, the pta balloon was allegedly unable to cross lesion. It was further reported that another device was used to complete the procedure. There was no reported patient injury.